Event description:
Information received indicates the right siderail will not stay up.

Manufacturer narrative:
The technician found the right siderail center arm assembly was broken in half. He replaced the center arm assembly to repair the bed.